Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pocket was revised as the device was too superficial and causing patient discomfort. Patient was stable before, during and after the procedure. No further information.